Manufacturer narrative:
(B)(4).

Event description:
The patient was at the clinic for a follow-up when bleeding was noted. The patient had a hematoma. Patient takes coumadin, plavix and baby aspirin. The physician held coumadin for 2 days and started patient on a 5 day course of prophylactic antibiotics. The patient was seen again on (B)(6) 2016 in clinic. The hematoma is shrinking in size. Patient is to check-in with the physician in a week.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.